Event description:
It was reported that this artificial urinary sphincter (aus) presented with a device malfunction. The revision surgery was scheduled. There were no patient complications.

Event description:
It was reported that this artificial urinary sphincter (aus) presented with a device malfunction. The revision surgery was scheduled. There were no patient complications.

Event description:
It was reported that this artificial urinary sphincter (aus) presented with a device malfunction. The revision surgery was scheduled. There were no patient complications.